Event description:
It was reported that the patient experienced no stimulation sensation. A loss of therapeutic effect was reported. No known accident or incident related to this event was reported. Reprogramming was completed in (B)(6) 2011, but it only worked for 'awhile' and then 'quit working.' No difference was noticed when stimulation was on as compared to being off. The stimulation was put up to the highest level, but the patient did not feel anything. It was stated that the patient had not been feeling stimulation for the past year. About two weeks later, it was reported that an impedance test was completed on (B)(6) 2012. All the circuits were reading greater than 4,000 ohms. It was also reported that the patient fell after the previous meeting with the manufacturer representative. It was noted that the patient had not felt stimulation since then. The patient's urinary symptoms had also not reduced since that time. It was unclear based off previously reported information, whether this event was directly caused by a fall. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v454986, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).